Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from patient reported that they went on a cruise and when they got back they had a "trauma" and was in the hospital. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.